Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep). During surgical use of the lead introducer the physician felt unusual tension and suspected the introducer was defective. They were unable to insert/remove as usual and the sns lead was having difficulty passing through the introducer. The physician attempted to repass the lead as well as retract, adjust and reuse the introducer, however they requested a new kit be used. The new product was used without error. It was reported the issue was resolved at the time of the report. It was noted the affected product had been discarded. No patient symptoms were reported. No further complications were reported or anticipated.